Manufacturer narrative:
Product not yet returned for eval. Internal report #(B)(4).

Event description:
Consumer complaint of about blood result reading "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-170mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 128mg/dl and 140mg/dl fasting. Reviewed meter memory: 130mg/dl (B)(6) 2015 12:29:00 am fasting: yes; 130mg/dl (B)(6) 2015 11:46:00 pm fasting: yes; "lo" (B)(6) 2015 11:43:00 pm fasting: yes; 125mg/dl (B)(6) 2015 11:21:00 pm fasting: yes; 174mg/dl (B)(6) 2015 11:33:00 pm fasting: yes. Customer concern with lo on (B)(6) 2015 11:43:00 pm. Adverse event not reported.